Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing impedances. It was later reported that the impedances rose to greater than 2000 ohms. The patient was being seen in a new clinic and reported to the health care provider that they had been previously told that the ra lead was fractured. During the office visit, isometrics were performed which revealed no changes in impedance and no noise. The health care provider indicated that the lead was going to be continued to be watched. There were no reported adverse patient effects. The lead remains in service.